Event description:
Dealer called stating that the consumer allegedly fell and bent the leg of the 65650 rollator. The consumer reported to the dealer that the fall caused the rollator to be damaged. No injury alleged.